Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer experienced low blood glucose. The reporter stated the customer's blood glucose declined to 17 mg/dl. It was also found the customer had drastic fluctuation in their blood glucose. It was reported the paramedics were called for treatment three to four years prior. The reported also stated the customer has had a reaction to glucagon twice. The customer has also suffered a heart attack in the hospital in the past from their medication. The customer declined to return the insulin pump for analysis.